Event description:
On 05/15/2000 erbe sales rep was informed of a perforation during a procedure. Rep contacted the gastrointestinal (gi) supervisor, to obtain info. Gi supervisor informed rep that during a removal of a large abnormalitis type lesion a perforation occurred. The system [i.e. Argon plasma coagulator (apc) model 300 with an electrosurgical generator with endocut & argon model icc 350 (p.n.:10128-206)] was set to 60 watts, but flow rate was not recorded. The perforation was not evident until later that day after the pt was at home and drank a coke. The pt returned to the hosp complaining of lower gi pain. The pt was sent to the operating room and a section of the colon was removed (note: tumor was still present with hole from apc). According to gi supervisor, the pt had been informed by doctor before the procedure that operating room intervention was an option. The pt selected the apc procedure. Pt is recovering and has been or was being discharged from the hosp.